Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that difficulty was encountered with interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD) with a programmer. A software download was attempted, but the programmer indicated it could not be completed. Several attempts were made to interrogate the device with a programmer, however, the interrogation was slow to progress. A 60/60 magnet reset was performed and an interrogation was able to be successfully completed following the reset. No adverse patient effects were reported. This product remains implanted and in service.